Event description:
It was reported that the external pulse generator (epg) had a bad capacitor. The epg was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis was unable to confirm the reported event. However it was noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was contaminated, the lead flex cover was broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard was scratched, and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection did not find any anomalies. Bench analysis found that one capacitor failed in-circuit, and the battery removal test failed. When the capacitor was replaced, the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure. (B)(4).